Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the atrial lead had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead, implanted: (B)(6) 2014. (B)(4).